Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard disk.hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.

Event description:
It has been reported to philips that the system would not boot past the philips screen. The system was being started for use. The procedure was rescheduled for a different room. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse replaced the flexvision pc and hard disk (hdd). Once the flexvision pc was replaced, the fse reloaded the software by the pxe booting sequence. The fse noted that there were no settings saved for the system regarding video configurations and updated the settings. After replacement of the flexvision pc, hdd and software load, the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.